Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the reload was used for treating the vessel. At the fourth firing, after confirming that the reload was connected, the doctor tried to fire, but the device could not fire. The procedure was completed with another device. There was no patient injury.